Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was causing discrepancies and logging users out. A field service engineer reimaged but station still had the error. The technical support specialist dialed into station and confirmed that the hotfix showed as installed, but it was not listed in programs & features or the core. Hotfix event table. The tss extracted the hotfix script, backed up the station database, and manually ran the 1.6 hotfix script. After applying the fix, the customer tested and confirmed the discrepancy was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.